Event description:
It was reported there was a faulty paddle cable. No patient involvement reported at this time.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was a faulty paddle cable. The customer ordered a replacement paddle cable. It has been concluded that no further action is required at this time.